Manufacturer narrative:
Additional info has been requested and if received will be provided on supplemental report.

Event description:
On (B)(6) 2011, the pt underwent surgery with the hoffmann micro. On (B)(6) 2011, during monitoring the pt the surgeon found that the fixation of the rod coupling was loose. The screw ran idle when the surgeon tightened the screw for the rod coupling. The surgeon changed the rod coupling.